Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure to treat early stomach cancer performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and was able to perform a full deployment without any issues. Dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. The reported event of the clip being unable to be released from the catheter was not confirmed. It was found that the investigation did not detect any defects related to the reported problem, as the clip assembly was returned fully deployed. Taking all available information into consideration, the most probable cause of this complaint is device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure to treat early stomach cancer performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.